Event description:
It was reported from (B)(6) that the patient came to the hospital because of high watts. The patient was hospitalized and treated with anticoagulation therapy. The log files were collected and showed a "confirmation of power consumption above normal". Labs were drawn which suggest a possible diagnosis of hemolysis.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via controller log files which revealed the rise in power consumption. The device is related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. The most likely root cause of the high power consumption cannot be conclusively determined; however there are patient, procedural and pharmacological factors that may have contributed to this event. No additional information will be forthcoming.

Manufacturer narrative:
Device remains implanted.